Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated their blood glucose rose to 510 mg/dl. The customer's blood glucose was 398 mg/dl at the time of the call. Customer stated they did not have any symptoms of high blood glucose at the time of the call. The customer stated they have treated their blood glucose with a manual injection three hours before. Troubleshooting found the drive support cap appeared to be normal on the insulin pump. Customer did not find any air bubbles or leaks present on the insulin pump. Customer stated insulin was able to exit from the tubing during a manual prime. Customer was advised to change out their entire infusion set, reservoir, and insulin.